Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6)2026 due to bent cannula caused by insulin flow block. The blood glucose level was 376 mg/dl was treated with manual injection. The insertion site was abdomen. The infusion set was in use for thirty minutes.